Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.081" offset at the tips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small intestine was stuck in the gap between the jaw and shaft of the fenestrated bipolar forceps. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon removed the fenestrated bipolar forceps instrument from the tissue by gently rotating the shaft to remove the tissue. There was no damage to the tissue and no repair needed. There was no injury to the patient. The instrument was inspected prior to use and there was no damage observed.